Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and detached end cap. No cracks on the buttons were noted during visual inspection. (B)(4).

Event description:
It was reported via phone call, the insulin pump had a crack in the case. The device was not dropped or bumped. The customer's blood glucose was 104 mg/dl. Troubleshooting was performed. No damage was noted on the drive support cap. Customer was unaware how damage occurred. The device had a crack on the up and downward buttons. Customer agreed to return the device for analysis.